Event description:
During a percutaneous intervention, the distal tip of an outback separated when the physician was torquing the device. The primary damage to the nosecone did not occur at a different time than when the separation was noted. The tip was removed from the patient by snaring into the sheath and then the sheath was removed. The physician used a second outback device and it worked successfully. There was no patient injury reported. The outback was prepped following IFU instructions. During prepping, the cannula/needle did actuate smoothly. A contralateral approach was made with a terumo pinnacle sheath (6 x 45mm). A guide catheter was not used to insert the outback device. An unknown brand approved guidewire was used for the procedure. There were no problems when placing or manipulating any of the ancillary devices during the procedure. There was no difficulty advancing the outback over the guidewire. There was difficulty advancing the outback over the iliac bifurcation. When advancing over the horn, the ¿l¿ marker leg, on the catheter ¿lt¿ directional marker band, towards the inferior direction. The outback was not able to be delivered passed the iliac bifurcation. Abnormal force was required during the procedure. The application of the force coincides with advancing and torquing of the device. There was resistance/ difficulty removing the outback from the patient. No ancillary devices showed damage after the procedure. The patient¿s ischemic disease burden was 3 (severe claudication). It is unknown the patient¿s underlying co-morbidities and the reason for the physician choosing a percutaneous intervention as first line therapy versus surgical options. The target vessel was the superficial femoral artery. The access site was calcified. The iliac bifurcation was very steep. The device was discarded by the or staff. The physician has been using the outback device for several years.

Manufacturer narrative:
The physician¿s technique has not been impacted by any changes in indications, thought leadership or publications. The physician has over three years of experience using the outback device. The physician reported that when using the second outback device successfully, he did not torque it. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Complaint conclusion: during use of an outback device, the distal tip of an outback device separated as the physician torque the device to advance over the iliac bifurcation. The tip was removed from the patient by snaring into the sheath and then the sheath was removed. The physician used a second outback device successfully. There was no patient injury reported. The complaint device was prepped following IFU instructions. During prepping, the cannula/needle did actuate smoothly. The target vessel was the superficial femoral artery. The access site was calcified. The iliac bifurcation was very steep. A contralateral approach was made with a terumo pinnicle sheath (6 x 45mm). A guide catheter was not used to insert the outback device. An unknown guidewire was used for the procedure. There was no difficulty advancing the outback over the guidewire. There was difficulty advancing the outback over the iliac bifurcation. When advancing over the horn, the ¿l¿ marker leg, on the catheter ¿lt¿ directional marker band, was towards the inferior direction. The outback was not able to be delivered passed the iliac bifurcation. Abnormal force was required during the procedure. The application of the force coincides with advancing and torquing of the device in attempts to go over the iliac bifurcation. There was resistance/ difficulty removing the outback from the patient. No ancillary devices showed damage after the procedure. The patient¿s ischemic disease burden was 3 (severe claudication). The device was discarded by the or staff. The physician¿s technique has not been impacted by any changes in indications, thought leadership or publications. The physician has over three years of experience using the outback device. The physician reported that when using the second outback device successfully, he did not torque it as he did with the first one. The device was not returned for evaluation. A review of the manufacturing records could not be conducted without a lot number. The IFU includes to always visualize tracking of the catheter tip over the aorto-iliac bifurcation in the precautions section. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Tracking the outback through an acute vessel angle, such as the aorto-iliac bifurcation, may contribute to the event reported. With the limited information available, and no product return, the complaint could not be confirmed and no determination regarding potential contributing factors could be made. However, vessel characteristics (calcified and steep iliac bifurcation) and procedural factors are likely contributing factors to the failure reported. Based on the information available for review, although the root cause could not be conclusively determined, an investigation has been initiated to address this issue.